Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. Corrected field: h6(investigation findings). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) intermittently flat lined for approximately 3 to 4 beats. There was patient involvement, however, no injury or harm reported. The customer noted that the patient was alternating between atrial fibrillation and supraventricular tachycardia and that the pump was operating in semi auto mode at a 1:2 assist ratio. When asked why the patient was in semi auto mode, the customer stated that the patient arrived in that setting and that a provider would need to be contacted before changing it. Upon reviewing the image, esp personnel noted a poor quality ECG, an elevated heart rate, and a damped arterial waveform with assisted pressures greater than unassisted pressures. Esp personnel guide the customer through troubleshooting ECG lead placement to obtain a clearer trigger waveform. After adjustments were made, the customer sent updated images for review. The ECG waveform had improved, and we proceeded to troubleshoot the arterial pressure waveform. Esp personnel confirmed that the customer had been flushing the inner lumen per hospital protocol. Esp personnel guide the customer through flushing the inner lumen, adjusting the transducer to the level of the phlebostatic axis, and re zeroing the transducer. Despite these interventions, the arterial waveform remained unacceptable. The customer subsequently aspirated and flushed the inner lumen due to the persistently poor waveform. Following this intervention, the ECG appeared crisp when the heart rate was below 110 bpm, and the a/p waveform improved, however, the displayed pump values were still not appropriate. Esp personnel asked whether a recent chest x ray had been performed. The report indicated that the distal balloon marker was located in the descending aorta. Esp personnel requested a repeat chest x ray to better assess the positioning and provided education regarding proper placement of the radiopaque marker between the 2nd and 3rd intercostal spaces. The repeat x ray image appeared to show the distal marker positioned lower than the third intercostal space, though the image quality was limited. At that time, a cardiologist arrived at the bedside. The customer stated that would call back if further assistance was needed. Esp personnel offered to follow up within 30 minutes to obtain necessary demographic and product surveillance information, and the customer agreed. During the follow up call, the customer reported that the cardiologist had intervened to improve the patient hemodynamics and returned the patient to a 1:1 assist ratio. After reviewing an updated cardiosave image that showed a hr of 110 and adequate numbers; however, esp personnel still recommended that the physician verify iab placement with the most recent chest x ray. Esp personnel also reiterated the distal balloon marker should be positioned between the 2nd and 3rd intercostal space.

Event description:
N/a.

Event description:
(B)(6) an rn in cvicu called into emergency support program line regarding a patient with intermittent a-fib and svt causing trigger issues and pump flat lining. The patient was in semiauto mode at a ratio of 1 to 2. Esp personnel reviewed images and noted poor ECG quality an elevated heart rate and a damped arterial waveform. Esp personnel guided troubleshooting of ECG lead placement and arterial line setup including flushing leveling and re zeroing. Waveforms partially improved but pump values remained inappropriate. A chest x ray suggested low balloon position so a repeat x ray was recommended with education on correct distal marker placement. A cardiologist later intervened improved hemodynamics and returned the patient to one to one therapy. Esp personnel reviewed updated images recommended confirming iab placement and completed demographic and product surveillance follow up. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that the patient was alternating between atrial fibrillation and svt and the pump was operating in semiauto mode at a 12 assist ratio. The customer stated the patient arrived in this setting and provider approval was required to change it. Esp personnel observed a poor quality ECG elevated heart rate and damped arterial waveform. Esp personnel guided the customer through ECG lead troubleshooting which improved the waveform. Arterial waveform troubleshooting included inner lumen flushing transducer leveling and re zeroing but the waveform remained unacceptable. After aspirating and flushing the inner lumen the ECG became crisp when the heart rate was below 110 and the arterial waveform improved. Pump values remained inappropriate. Esp personnel reviewed a chest x ray report showing the distal balloon marker in the descending aorta and requested a repeat x ray. Education was provided on proper marker positioning between the 2nd and 3rd intercostal space. The repeat image suggested low positioning but image quality was limited. A cardiologist arrived at the bedside. During follow up the customer reported the cardiologist improved hemodynamics and returned the patient to a 11 assist ratio. Esp personnel reviewed updated images showing a heart rate of 110 and adequate values but still recommended verifying iab placement and reiterated proper distal marker position.